Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance. Boston scientific technical services (ts) discussed that the lead was likely fractured. The lead was surgically abandoned. No additional adverse patient effects were reported.